Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple orders were not crossing the station. The technical support specialist (tss) verified that patients and orders had started to appear, but some orders were still missing. Subsequently, the customer reported that multiple machines were in critical override, although the hospital information technology team reported no issues on their end. The tss verified that all bd services were operational, with no errors in the medication application or data synchronization logs. The health site viewer showed no critical notices, and the site-down query confirmed normal communication. The tss contacted the customer to confirm the issue had been resolved and explained to the customer that the issue was likely due to certain services not starting properly. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server multiple orders were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.